Manufacturer narrative:
The reported event was lead dislodgement. Visual and x-ray examination of the lead found the helix was bent/damaged due to procedural damage and was clogged with blood/tissue. Unable to perform helix mechanism test/extension length due to the bent/damaged helix as received. Visual and x-ray examination of the lead did not find any anomalies with the exception of procedural damage.

Event description:
It was reported that a patient presented with their right ventricular (rv) lead dislodged. The rv lead was explanted and replaced. The patient condition was stable.